Event description:
A physician at a dialysis center reported that a titanium adapter had become loose from a transfer set on 11/26/2005. The pt began peritoneal dialysis in 2005, which is also a date that the transfer set in question was placed. There was no pt injury or medical intervention according to the international affiliate.